Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a 30j shock, likely due to noise on the lead. The noise could not be reproduced in the clinic. The lead was explanted and replaced.